Manufacturer narrative:
(B)(4). A visual evaluation found stent was kinked and the distal tip was deformed. Push catheter was kinked near to the handle and is bent in the distal section. Furthermore, push catheter was torn approximately 4.5cm from the proximal end. The pull wire was exposed through push catheter at the location of the tear and was kinked. A functional evaluation for stent deployment found the device failed to deploy the stent. As the pull wire was retracted, the push catheter was creasing at the location of push catheter tear. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the device. Bound by kinks and bends, the device would become difficult to deploy stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preloaded stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, during the procedure, the stent would not deploy. It was reported that the 'inner catheter would not crawl out completely'. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Investigation results on (B)(6) 2016 revealed that the stent was deformed/collapsed and kinked, therefore this event has been deemed an MDR reportable event. Please see block for full investigation details.